Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual and microscopic examination identified a balloon longitudinal tear beginning approximately 4mm distal to the distal end of the distal markerband and extending approximately 29mm proximately across the balloon material. An examination of the balloon material and markerbands identified no issues. A visual and microscopic examination found no issues with the markerbands or tip of the device. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 7.0 x 40 75cm mustang¿ balloon catheter was advanced for pre-dilatation. However, during inflation, the balloon ruptured within the specified pressure. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications nor injuries were reported.